Manufacturer narrative:
Reliability analysis inspected 1 opened or used sensor and performed bicarbonate buffer test. The sensor failed per inspection due to high readings.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 188 mg/dl and sensor glucose was 69 mg/dl and blood glucose was 100 mg/dl and sensor glucose was 45 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 221 mg/dl at the time of call. The sensor will be returned for analysis.